Manufacturer narrative:
This lead was returned to our post market quality assurance laboratory with the helix mechanism in an extended position. Visual inspection found dried blood and body fluid around the helix. Testing was completed to assess lead electrical performance and inner and outer insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations, and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that there are concerns of dislodgement for this right ventricular (rv) lead as it exhibited a significant decrease in r wave amplitude and there was one inappropriate shock and two inappropriate anti-tachycardia pacing (atp) due to double counting the p wave. Technical services (ts) was consulted and agreed chest x ray and lead revision should be considered. This rv lead remains in service. No additional adverse patient effects were reported. Additional information was received, this right ventricular (rv) lead was explanted and successfully replaced. No additional adverse patient effects were reported. Further information was received, this right ventricular (rv) lead dislodgement was confirmed upon x ray imaging the revision. The lead was replaced instead of repositioned due to difficulty getting styled to pass down the lead and the screw was having difficulty extending and retracting. This lead was returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that there are concerns of dislodgement for this right ventricular (rv) lead as it exhibited a significant decrease in r wave amplitude and there was one inappropriate shock and two inappropriate anti-tachycardia pacing (atp) due to double counting the p wave. Technical services (ts) was consulted and agreed chest x ray and lead revision should be considered. This rv lead remains in service. No additional adverse patient effects were reported. Additional information was received, this right ventricular (rv) lead was explanted and successfully replaced. No additional adverse patient effects were reported. Further information was received, this right ventricular (rv) lead dislodgement was confirmed upon x ray imaging the revision. The lead was replaced instead of repositioned due to difficulty getting styled to pass down the lead and the screw was having difficulty extending and retracting. This lead was returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that there are concerns of dislodgement for this right ventricular (rv) lead as it exhibited a significant decrease in r wave amplitude and there was one inappropriate shock and two inappropriate anti-tachycardia pacing (atp) due to double counting the p wave. Technical services (ts) was consulted and agreed chest x ray and lead revision should be considered. This rv lead remains in service. No additional adverse patient effects were reported.